Manufacturer narrative:
Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged at the display screen. Customer's blood glucose was unknown at the time of incident. No further details given.